Manufacturer narrative:
Other text: the patient's chemotherapy administration was delayed 18 hours. No obvious clinical/medical issues as a result. Patient information was updated.

Event description:
Information was received indicating that a smiths medical cadd medication cassette may have caused a pump to alarm. Per reporter patient was discharged with pump and after a duration of time it began alarming. It was reported that the pump was subsequently turned off and patient returned to the infusion center the following day where the pump was restarted and "rapid beeping continued and 'no disposable' warning briefly flashed on screen." Per reporter the cassette was then removed, remounted, batteries were changed and pump was restarted and no alarms occurred when the pump was restarted. It was reported that patient was discharged and experienced no more alarms. Per reporter, pump indicated that >100ml had infused; however, the start amount had been -90ml. No adverse patient effects were reported.